Event description:
It was reported when using the bd microtainer® k2e tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "quality of sample declining, seeing negative trend in results using this product."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, returned to manufacturer on: 2022-10-25. Investigation summary: bd received 10 samples for investigation. The samples along with retention samples were evaluated and a sample quality issue was not identified. Fifty (50) retention samples were visually evaluated with acceptable results. In addition, fifteen (15) retained reservoirs were tested at the juncos laboratory for k2 edta content with acceptable results. Customer returned samples from lot 1209803 were visually inspected for presence of dry additive having acceptable results. All reservoirs were tested at the juncos laboratory for k2 edta content and all samples met the additive concentration specification (0.75- 1.25 mg). Based on a review of the device history record for the incident lot all product specifications and requirements for lot release were met. There were no related quality notifications during manufacturing of the product. Further clinical testing could not be performed based on the information provided regarding biomarkers. This complaint is unable to be confirmed for a sample quality issue/ additive issue. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd microtainer® k2e tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "quality of sample declining, seeing negative trend in results using this product."